Manufacturer narrative:
For (B)(6), the device was not returned and the wrong logs were provided by the customer, preventing an investigation. For (B)(6), the logs showed that the bubble detection intervention was disabled manually then reapplied 19s afterwards, indicating user error in a reasonably foreseeable manner.

Event description:
User reported two occasions of pump stoppage during a case. For the device (serial number: (B)(6), it was reported that the pump rpm decreased to 0 when zeroing the pin sensor. For the device (serial number: (B)(6), it was reported that the blood flow stopped when repositioning a sensor. In both cases the operation was continued with the devices and completed succesfully.